Event description:
It was reported that, while in use on a patient, a 980 ventilator display went blank with high urgency alarms. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se found a related error code in the logs. The se reseated all central processing unit (cpu) boards and wire connectors. The se performed calibrations and extended self-testing on the device and all tests passed.